Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient noted symptoms of shortness of breath, chest pain and grasping for air one week post implant. An interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) found non detection and loss of capture. An x-ray was ordered which revealed the electrode had dislodged due to the patient twiddling the s-ICD. A revision procedure was performed where the electrode was successfully repositioned. No additional adverse patient effects were reported.